Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no protruded drive support disk was noted. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, scratched reservoir tube window and stained address/serial number label

Event description:
The customer reported via phone call the insulin pump had a recurring motor error alarm. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded. Customer also reported a low blood glucose of 50 mg/dl and treated with food. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.